Event description:
It was reported that during a da vinci assisted general surgical procedure, a piece of metal was hanging out from tip of force bipolar instrument per staff in room. The procedure was completed with no reported injury. Isi followed up with initial reporter and following additional information was obtained: the force bipolar instrument was inspected prior to use. There was nothing out of the ordinary. Customer did not encounter any problems while removing instrument through cannula. The jaws of the instrument were not dislodged or sticking out. The procedure was completed without force bipolar instrument. No fragments fell into the patient. Photos or video clips were not provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.052¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.